Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint.- litigation alleges that the patient suffers from severe pain, discomfort, multiple dislocations, and toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implant. In addition to what were previously alleged, ppf alleges loosening of the cup. There were no operative notes provided pertaining to the date of revision. Added cup in impacted product, medical history and law firm. Corrected patient's initial. Doi: (B)(6) 2006 - dor: (B)(6) 2006 (right hip). Please see pc-(B)(4) for the second event.